Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat a lesion. However, upon insertion of the device into the guide catheter, the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine and good.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 2.25x12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first two proximal struts appeared like the stent struts were opening/extending. The distal end of the crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 704mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted during analysis. A visual and tactile examination found a midshaft kink 2.6cm distal of the hypo/midshaft kink. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat a lesion. However, upon insertion of the device into the guide catheter, the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine and good.